Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site and infection. The patient has undergone debridement of the site (date not reported) and has been treated with intravenous antibiotics (date and duration not reported). The implanted device remains.